Event description:
A patient reported blood glucose results of "239 mg/dl, 359 mg/dl, and 414 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, teststrips and control solution are being replaced.